Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse updated the software to resolve the issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was unable to use a stapler instrument. An intuitive surgical, inc. (Isi) technical support engineer (tse) identified that the customer was not running the appropriate software with the da vinci sp system in order to use the stapler instrument. Due to the incompatible software, the customer elected to convert the case to open surgery. It is unknown how the patient tolerated the conversion. No patient information is available.